Event description:
The operator programmed two patient accession numbers for the same sample cup on (B)(6) 2012 and then again on (B)(6) 2012 on the immulite 1000 system . The unresulted record from (B)(6) 2012 was not deleted by the operator during the log off process. The operator caught the discrepancy since there were no tests ordered on that patient therefore no patient results were reported to the physician(s). There is no known report of adverse health consequences due to the discordant patient results.

Manufacturer narrative:
A siemens technical application specialist (tas) evaluated the instrument and the instruments data. After evaluating the data it was determined that the operator accidently programmed two patient accession numbers for the same sample cup. This event was caused by a user error. The instrument is performing within specifications. No further evaluation of the device is required.